Manufacturer narrative:
Eval summary: the analysis results found that the ace36p device was received with the clamp arm broken at the point where it attaches to the inner tube. The clamp arm was not detached. No pieces were missing. However, no anomalies were noted with activation when tested with the generator. Our instructional insert states do not introduce or withdraw the instrument with the jaws open through a trocar sleeve as this may damage the instrument. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the mfg process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a hiatal hernia repair, the device would not work pre-test. Another device used to complete the procedure with no pt consequence.